Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A portion of the 8709 was returned. This portion was patent and had no leaks. However, visual inspection revealed a break in the catheter body. The cross section of the catheter was elliptical near the break, which was consistent with it being compressed. Analysis of the 8596sc identified a tear in the inside sealing surface of the sutureless connector (sc), near the guide ring which did not affect the functionality of the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified and confirmed with the hcp that the ¿previous catheter¿ was indeed the 8709 and not the 8596sc. The 8709 was the catheter that had broke and not the 8596sc.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, partially explanted: (B)(6) 2018, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: (B)(6) 2008, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: (B)(6) 2008, UDI#:asku, (B)(6), (B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via representative regarding a patient in (B)(6) who received dilaudid (hydromorphone) 10 mg/ml at a dose of 1.402 mg/day via an implantable pump. The indication for use was not provided. It was reported that during normal use in (B)(6) of 2018, the patient was admitted to hospital with a questionable seroma in the drug pump pocket. The patient had also complained of headaches. When the drug pump pocket was opened it was full of fluid. The pocket fluid was aspirated and found to contain cerebrospinal fluid (csf). A csf leak was reported. The patient stated that around the time the problems started occurring the patient had a bought of gastritis and had some dry retching episodes. As clarified, the gastritis and dry retching were unrelated patient conditions that occurred prior to the events leading to this surgery. Troubleshooting included drainage of fluid around the drug pump for sample. The surgeon elected to replace the catheter. It was found that the previous catheter, 8596sc/0211959586, had separated near the connection site of the pump segment that was placed on 2018-feb-02. The currently reported catheter separation, was confirmed by the physician to be an actual catheter break. This break in the catheter, 8596sc, was a few millimeters proximal to the connection. The location was clarified as proximal to the connection of the 8596sc. Although the specific connection was not provided despite clarification efforts. The break was the cause of the csf leak resulting in the fluid in the pocket. As reported, the 8596sc was explanted on 2018-apr-13 and the 8709 was initially reported as replaced (the date not provided). Further interventions or actions taken were not available at the time of the report. Additional event details were requested for clarification. In regards to the full 8709 being removed on (B)(6) 2018, it was now reported that this catheter in the intrathecal space was cut and tied off and the portion from the back incision to the pocket was left in situ. Prior to the surgical intervention on 2018-apr-13, the physician did not plan to remove the spinal segment of the 8709. Further, ¿only a very small portion (of the 8709) was returned with the 8596sc sample¿. It was further reported that the rest of the 8709 had been left in situ as it was too difficult to retrieve the rest of the catheter. As confirmed, the newly implanted catheter (model unknown but serial/lot 0213673781) now served as the proximal portion connected to the pump and also connected to the 8709/ b0447014k portion from the pocket to the back incision and then the portion of the 0213673781 to the intrathecal drug delivery site. The issue was reported as resolved and the patient¿s status was reported as alive-with injury. No further complications were reported/anticipated.